Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had post-reset ram crc alarm. The customer¿s blood glucose was 110 mg/dl at the time of incident. Customer reports they was able to clear the alarm. Customer was unable to rewound the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device was monitored for 24 hrs. Battery was removed from device and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23 alarm was noted. (B)(4)..